Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, during the first firing of the purple reload, the staples were deployed, but the tissue was not firmly fixed by the staples, and the staple lines were cracked. After full-thickness suturing with the 4-0 absorbable suture, the seromuscular layer was buried and sutured again without obvious bleeding or leakage.